Event description:
It was reported that the device had nuisance air-in-line (ail) alarms. Clinicians were unaware of where the air-in-line sensor was. Troubleshooting was provided by on-site team. This was reported to bd representatives during site visit. Cpc reviewed nuisance ail troubleshooting. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.